Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that internal leakage test failed during pre-use check. The issue with stand by switch was reported as well. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the issue with internal leakage test failure was resolved by replacing nozzle unit of air gas module. To solve the problem with stand by switch issue, the membrane foil was replaced. The issues have been resolved and the device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).